Manufacturer narrative:
Additional narrative: additional code (B)(4). Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a 2 level anterior cervical discectomy and fusion (acdf) c4-5 and c5-6 procedure using zero p variable angle (va) instrumentation on (B)(6) 2020, a screw broke interoperatively. This occurred after putting the awl into the zero p va implant to create a pilot hole for the screw. The screw encountered increased resistance in the patients bone and broke at the distal end where the u-joint is located during insertion of the second 16mm screw on the first level at c4-5. Since the screw was only half into the implant, the surgeon backed out the screw and removed any loose metal from the fracture. The surgeon then instrumented the next level c5-6, this time an awl was used then drill with a 16mm drill bit to accommodate the 16mm screw length. The drill was challenging due to the patients hard bone. A second set was opened to have a new angled screw driver. The driver also broke distally in the same area at the u-joint. The surgeon removed any loose metal and finished inserting the screw with the straight screwdriver. To finish the case, the surgeon went back and addressed the implant with the missing screw and inserted a screw into the previously attempted screw hole with the straight screwdriver. All screws were able to get past at both levels of the blocking mechanism to complete the case. The procedure was successfully completed with 5-10 minutes surgical delay. There was no patient consequence reported. Concomitant device reported: unknown zero-p va screws (part # unknown, lot # unknown, quantity unknown) unknown awl (part # unknown, lot # unknown, quantity unknown), unknown drill bit (part # unknown, lot # unknown, quantity unknown), unknown zero-p va implant (part # unknown, lot # unknown, quantity unknown). This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the returned instrument was inspected and the complaint condition can be confirmed as the universal joint was found to be sheared off and broken piece was returned. Dimensional inspection: dimensional analysis could not be performed due to post manufacturing damage. Document/specification review: no issues conclusion: no definite cause is determined. It t is most likely associated with the application of excessive force during screw insertion/final tightening and/or rough handling or hit the hard bone. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part: 03.617.905 , lot: l250671, manufacturing site: hägendorf, release to warehouse date: 03 feb 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.